Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 306594, and lot number 2006813. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h.10.

Event description:
It was reported while using bd posiflush¿ normal saline syringe the piston was damage. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: before use, found piston damage.